Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the air mix temperature control (amtc) sample line from the nrbc (nucleated red blood cell) mix chamber to be occluded with debris. The amtc line from the nrbc mix chamber to the feedthrough fitting was replaced to resolve the issue. (B)(4).

Event description:
While servicing a unicel dxh 800 coulter cellular analysis system in a customer's facility, a beckman coulter field service engineer (fse) identified failures during the startup procedure of the nucleated red blood cell (nrbc) parameter. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.